Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately, three years five months post filter deployment, a venacavogram demonstrated the filter in an infrarenal location. There were two detached secondary legs: one in the left lobe; and the other in the right ventricle. Follow-up venacavogram demonstrated no evidence of vascular perforation or further detachment of legs. Therefore, based on the provided medical records, the investigation is confirmed for the detached filter limbs. The investigation is unconfirmed for the alleged perforation as follow-up venacavogram demonstrated no evidence of vascular perforation. Based upon the available information, the definitive root cause is unknown labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately three years and five months post deployment of a vena cava filter to treat for dvt, it was discovered that two filter limbs allegedly detached. Reportedly, one filter leg was located in the right ventricle and one filter leg was located in the left lobe of the liver. The filter was captured and retrieved; however, both detached filter limbs remain embedded. There was no plan to retrieve the detached filter limbs. There was no reported patient injury. New information received: it was reported through the litigation process that some time post filter deployment, filter limbs allegedly detached and embolized to the liver and right ventricle. It was further reported that limb(s) perforated into organs. Reportedly, the filter was retrieved; however, attempts to retrieve the detached limbs were unsuccessful. The patient allegedly experienced chest pain.

Manufacturer narrative:
Manufacturing review: the lot number was not provided; therefore, the device history records were not reviewed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: a manufacturing review was not performed as the lot number was not provided. The device was not returned. Images and medical records were not provided. The investigation was inconclusive for the reported detached filter limbs. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years and five months post deployment of a vena cava filter to treat for dvt, it was discovered that two filter limbs allegedly detached. Reportedly, one filter leg was located in the right ventricle and one filter leg was located in the left lobe of the liver. The filter was captured and retrieved; however, both detached filter limbs remain embedded. There was no plan to retrieve the detached filter limbs. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years and five months post deployment of a vena cava filter to treat for dvt, it was discovered that two filter limbs allegedly detached. Reportedly, one filter leg was located in the right ventricle and one filter leg was located in the left lobe of the liver. The filter was captured and retrieved; however, both detached filter limbs remain embedded. There was no plan to retrieve the detached filter limbs. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately, three years five months post filter deployment, a venacavogram demonstrated the filter in an infrarenal location. There were two detached secondary legs: one in the left lobe; and the other in the right ventricle. Follow-up venacavogram demonstrated no evidence of vascular perforation or further detachment of legs. Therefore, based on the provided medical records, the investigation is confirmed for the detached filter limbs. The investigation is unconfirmed for the alleged perforation as follow-up venacavogram demonstrated no evidence of vascular perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately three years and five months post deployment of a vena cava filter to treat for dvt, it was discovered that two filter limbs allegedly detached. Reportedly, one filter leg was located in the right ventricle and one filter leg was located in the left lobe of the liver. The filter was captured and retrieved; however, both detached filter limbs remain embedded. There was no plan to retrieve the detached filter limbs. There was no reported patient injury new information received: it was reported through the litigation process that some time post filter deployment, filter limbs allegedly detached and embolized to the liver and right ventricle. It was further reported that limb(s) perforated into organs. Reportedly, the filter was retrieved; however, attempts to retrieve the detached limbs were unsuccessful. The patient allegedly experienced chest pain.